Event description:
The customer reported a leak from a a probe of a coulter act diff 16 analyzer. The volume of the leak was less than 2 ml and was not contained within the instrument. The instrument generated vertical probe position errors. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the fluid filters were restricted, causing the leak. The fse replaced both filters to resolve the leak. Repairs were verified per established procedures. (B)(4).